Manufacturer narrative:
Concomitant medical products: product ID 3889,-28 lot#: va1ntrh, implanted:(B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient knows that two of the lead electrodes are not working. Patient thinks there was a problem during the last surgery. The surgeon told patient they had problems placing the new lead and there was something obstructing it. Patient was in surgery longer and it never worked. Patient never followed up on it at the time. Patient is planning to see new healthcare provider (hcp) for system replacement. Patient recently went in and had urodynamic studies done to see if part of their physical anatomy is part of the problem and it is not. No further complications were reported.